Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pain at ipg site related to ipg placement. The patient was reprogrammed, however a revision was still advised. The patient underwent a revision procedure wherein two additional extensions were implanted. The patient was doing well postoperatively and nothing was explanted.